Event description:
Country of complaint: (B)(6). When starting suture to close the aponeurosis, the needle detaches easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device not marked in the us however similar device is. Manufacturing site evaluation: samples received: 36 unopened/1 open pouch with needle detached from thread. There ware no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.